Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not recorded on (B)(6) 2016. User requested bolus without entering current bg level. Cartridge change was completed on (B)(6) 2016. There were no erratic basal rate changes. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence of a pump failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Initially, the customer went to the emergency room after experiencing a low bg level of 28 (mg/dl). Juice was provided to the customer to treat bg levels. The customer left the emergency room with bg levels at 200 (mg/dl). The customer later experienced a bg level of 38 (mg/dl). Juice was consumed to treat bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.